Event description:
It was reported that during an ptca procedure, the maverick2 monorail balloon catheter could not be delivered to the lesion site. Upon withdrawal, the catheter shaft broke within the 6f cordis guiding catheter. After removing the guide catheter, the separated piece of the maverick2 monorail balloon catheter was found contained inside of the guide catheter. No piece of the device remained inside the body and there was no injury to the pt. The procedure was then attempted with another unk device, which also could not be delivered to the lesion site. There were no complications, and pt status was reported as 'okay.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.